Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- clinical engineer. The actual sample was received for evaluation. Visual inspection revealed no obvious anomaly such as a breakage in the external appearance. The actual sample was rinsed, and then the blood channel was filled with colored normal saline and pressurized at 2 kgf/cm2 (approx. 1500 mmhg) from the blood inlet while the blood outlet was blocked. As a result, no leak was observed. Subsequently, the water channel of the actual sample was filled with colored water and pressurized at 3 kgf/cm2 (approximately 2200 mmhg) from the water inlet while the water outlet was blocked. As a result, no leak was observed. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use an oxygenator that leaks. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during maintenance and inspection of the cold/hot water tank conducted on (B)(6) 2021; post treatment, they found blood-like suspended matter in the water. As all the oxygenators used in the facility are terumo-made oxygenators. They stated that they always leak test heat exchangers prior to use. The patient was not harmed. The procedure outcome was not reported.